Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised due to stem subsidence. Accolade stem, head, and adm insert were revised to an hfx stem, head, and adm insert with cable, distal cement spacer, and cement.